Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the registered nurse. A breach in aseptic technique occured when the patient made a mistake/touch contamination. The assignable cause was undetermined. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.

Event description:
This is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of patient made mistake/touch contamination and peritonitis with (B)(6) in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient made mistake and touch contamination occurred. On (B)(6) 2012, the patient was diagnosed with and was hospitalized for peritonitis. Treatment for the events was not reported. Patient is recovering.